Event description:
It was reported that the user applied a new freestyle libre 3 plus sensor and the ilet displayed a ¿stop sensor¿ option as if a sensor was active while no glucose reading appeared; the ilet mobile app prompted for a new sensor, and when the user selected next and scanned, the app indicated the sensor was already in use, after which a glucose reading populated on the ilet. No adverse clinical symptoms were reported. Outcomes included restoration of glucose readings after guidance to scan within the app. User support included remote troubleshooting and education regarding sensor pairing and verification of sensor status on both the ilet and the mobile app. Investigation of this case revealed a pairing synchronization issue that resolved after confirming sensor status and reinitiating the scan sequence, with no alerts or alarms and no hardware component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user interface and pairing sequence error leading to temporary data unavailability.